Event description:
It was reported that hospital staff and trainer observed error 42t issue on pump patient and contacted support by email. No information was provided regarding any impact to the customer¿s blood glucose level. Technical support responded by email and requested that patient call as soon as possible so problem could be addressed, and no further information was received regarding the outcome of the event.